Manufacturer narrative:
The returned meter was measured with retention test strips in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot/returned meter: marcumar 3: 3.9inr, marcumar 4: 5.3 inr. Retention strips/customer meter: marcumar 3: 3.8 inr, marcumar 4: 5.4 inr. The returned customer material and retention material complied with specification. The suspect meter fulfilled the release criterion of product control. Relevant retention test strips (lot 176188) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complied with the specification.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was stated to be 3.9 inr. The result from a coaguchek xs pro/plus meter at the warfarin clinic was 2.7 inr. There was no allegation of an adverse event. Review of the meter memory did not show the reported result on (B)(6) 2017. On this date, there were results of 3.0 inr and 2.6 inr. On (B)(6) 2017, there were results of 3.9 inr and 2.9 inr recorded.